Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Device problem code relates to the device component code for the reported event of core wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the right kidney during a cystoscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure when they were performing a percutaneous nephrolithotomy (pcnl), this sensor guidewire was passed down. The distal coating seemed to dissolve and the wire that was left was shredded and broke into pieces. One piece broke off, a 4.5 centimeters long and retained was in the patient they tried to retrieve it but there was too much blood in the kidney. They held off the retrieval for a week until the patient did some healing and then went back to get it. Reportedly, "the doctor didn¿t seem concerned at all." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the right kidney during a cystoscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure when they were performing a percutaneous nephrolithotomy (pcnl), this sensor guidewire was passed down. The distal coating seemed to dissolve and the wire that was left was shredded and broke into pieces. One piece broke off, a 4.5 centimeters long and retained was in the patient they tried to retrieve it but there was too much blood in the kidney. They held off the retrieval for a week until the patient did some healing and then went back to get it. Reportedly, "the doctor didn¿t seem concerned at all." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 20, 2018: a second surgery was required and was performed a week later to remove the detached pieces of the guidewire.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5075537.